Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. The patient's testing frequency is not known. The patient reportedly manages her diabetes with unspecified type/doses of oral medication and insulin; however, the patient denied taking any action in response to the reported meter issue. The patient also denied developing any symptoms as a result of the alleged meter issue. For reasons unspecified, the patient reportedly went to the emergency room (ER) on (B)(6) 2012, and during her time in the ER, the patient reportedly obtained blood glucose readings of ''386mg/dl'' (at 12:30pm that day) and ''105mg/dl'' (at 3:30pm) with the ER's meter, and the patient was administered (from a health care professional (hcp)) 10 units of humalog 70/30 in morning and in the evening. It is not known when the patient was released from the ER and it is not clear what the patient's medical diagnosis was prior to being discharged. At the time of troubleshooting, the csr verified the subject meter's batteries did not need to be replaced per owner's booklet recommendation, the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the proper test strips at the time the alleged meter issue occurred. However, the alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.